Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap could not hold iodine due to a crack at the syringe part. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the cap close to the seal of the sponge cap assembly. The reported issue was verified; the cause was determined to be a manufacturing issue in the sponge cap assembly seal width. A change control was initiated to introduce a new wider seal on the sponge cap assembly. Should additional relevant information become available, a supplemental report will be submitted.